Event description:
The hosp advised that the pump was set up to infuse normal saline at a rate of 125 ml/hr at 0400 hrs. At approximately 0600 hrs, the pump alarmed "keep vein open" to indicate infusion complete. The bag was empty and the volume to be infused indicated that 214 mls of fluid remained to be infused. No further info was provided.